Event description:
During preventative maintenance, a baxter technician found a missing pole clamp knob. Baxter engineering determined this condition to be pole clamp assembly issue. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.03.00.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of a colleague infusion pump with a missing pole clamp knob was discovered and confirmed during product evaluation. The assignable cause was a missing pole clamp knob. The pole clamp knob was replaced to fix the reported condition. If additional information is received, a follow-up will be submitted.